Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: during investigation, the black box and pump alarm history showed no evidence of cs alarms or pump malfunctions. According to the total daily dose (tdd) history the pump was in use for deliverers until (B)(6)2012. The basal tdd history verified the pump was delivering the programmed basal rate until end of use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.